Event description:
End user facility used disinfectant (metricide opa plus) to disinfect a bronchoscope. Following disinfection, the bronchoscope requires a rinsing process to remove the disinfectant from its surfaces prior to its use on a patient. The end user halted the rinsing process approximately 6 minutes before reaching its completion, and the bronchoscope was then used on a patient. Following use, the patient experienced pain and discomfort.